Event description:
Customer admitted to a different hospital due to shortness of breath, respiratory failure and because customer's many complicated health issues, he was transferred to this hospital for ongoing care. Daughter of this customer requested dnr/dni. Customer had severe oropharyngeal dysphagia and was not able to take in oral nutrients. Even though this customer was dnr/dni, the family wanted restorative treatment via nasogastric (ng) tube feeding to see if the customer could get strong enough to come home. For the entire stay, customer was agitated and would pull out ivs and pull at other tubes and foley catheter. Once daughter consented to the ng tube, the care team tried to manually insert the ng with a nasal bridle and the customer was agitated and very combative. In order to complete this procedure, 6 team members were needed to restrain the customer. Restraints were ordered due to the pulling at tubes and not following commands. After placement, nurses auscultate air in abdomen and customer aspirates gi contents back. X-ray ng placement verification x1: impression: customer is obliqued during the examination. Suspect coiled feeding tube in a hiatal hernia terminating in the mid to distal stomach however repeat examination will be performed to confirm location. Bedside rn calls radiologist to confirm "okay to use," repeat x-ray to be done per radiologist md. X-ray ng placement verification x2: impression: feeding tube appears to be looped within a hiatal hernia and extends inferiorly at the ge junction terminating in the left mid abdomen likely within the mid to distal stomach. Images were taken for placement verification and bedside rn called radiologist to confirm "okay to use" ng. Once tube feeding was initiated, customer was placed on bipap for increased agitation. Customer's condition declined and rapid response called, stat xray ordered, and tube feeding stopped. A bronchoscopy was completed, and it was noted that the ng tube was placed in the lung and tube feeding was going to the lung (received tube feedings for several hours). Ng removed and the next day, the family decided on comfort cares and the customer expired post bipap removal.